Manufacturer narrative:
Unique identifier (UDI) number added to section d. Correction to result and conclusion. One flow sensor receptacle assembly for the newport ht70 ventilator was received for failure analysis. The reported symptom could not be duplicated, but a different symptom was observed. The receptacle assembly was placed in a ht70 test ventilator and the ventilator was powered up. An external flow sensor was inserted into the receptacle. The device recognized the flow sensor, which was indicated by the displayed tidal volume switching from vti to vte. The device did not issue a system error. A visual inspection was performed on the flow sensor receptacle. After inspecting the epoxy adhering the back plate to the receptacle, a small interfacial adhesive failure was observed. Since the log files were not available, the system error could not be verified. However, a different symptom of an adhesive failure was observed. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The flow sensor receptacle was replaced as a precaution. The device passed all testing. The reported event could not be duplicated.

Event description:
It was reported that the ht70 ventilator had a system error. There was no patient involvement.